Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. The trial was not going well because she was having an infection. It was unknown when exactly it started but it was a few days ago. The patient was on antibiotics.